Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
H6 investigation findings 3221- remove, h6 investigation conclusion- remove.